Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, it could not be turned on, due to a failed pcb board. Because the pump would not power on, no further testing could be done, and mmdg could not replicate or confirm the reported complaint. The device was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would not feed and was not alarming. Mmdg followed up with the initial reporter, who stated that complaint occurred during testing and no patient had been affected. [Complaint-(B)(4)].